Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited insulation breach. It was also reported the ra lead exhibited low impedance, noise with pocket stimulation and oversensing. Re-programming was performed, alerts deactivated, and the ra lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.